Event description:
On (B)(6) 2019, the user husband contacted dario to report the user passed away the previous day. The husband reported the user was very ill and had lots of complication, they do not know if the death was related to diabetes. There was no indication that the device caused or contributed to the reported death.